Event description:
Revision surgery of the left hip is scheduled due to pain experienced in the past 6 months and elevated metal ion levels. Originally implanted (B)(6) 2010.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. - attachment: [1394348 summary.pdf]

Manufacturer narrative:
(B)(4).